Manufacturer narrative:
Device evaluated by MFR: synergy, mr, ous 2.5x16mm stent delivery system was returned for analysis. A visual examination found that the stent moved approximately 13mm distally on balloon to cover the distal markerband and the tip. Stent struts were damaged; bunched, overlapping on the proximal end and misaligned. The balloon cones were reviewed and no issues were noted. There was no sign that positive pressure had been applied. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The maximum crimped stent profile was reviewed. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found several hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent move on balloon. The target lesion was located in the coronary artery. A 2.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion, however, device was unable to cross. The device was advanced again with a non-bsc guide extension catheter but still the device failed to cross the lesion. When the device was removed together with the non-bsc guide extension catheter, the physician noticed that the stent moved distally and half of the stent was almost dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent move on balloon. The target lesion was located in the coronary artery. A 2.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion, however, device was unable to cross. The device was advanced again with a non-bsc guide extension catheter but still the device failed to cross the lesion. When the device was removed together with the non-bsc guide extension catheter, the physician noticed that the stent moved distally and half of the stent was almost dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.